Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 02/09/2011, 02/10/2011, 02/11/2011, and 02/23/2011 by phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was removed and replaced during the same surgical procedure because the surgeon did not like the way the lens unfolded in the eye. The iol was replaced with the same model and power lens. Patient impact remains unknown. Additional information has been requested.